Manufacturer narrative:
Correction information was provided in d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6 and h.11. The product was returned for analysis and the reported complaint was observed. The device was returned loose in a plastic bag. The lock out assembly has been removed. Insufficient amount of ophthalmic viscosurgical device (ovd) observed in the device, no ovd observed past the lens. The plunger has been advanced outside of the device and is advanced over the intraocular lens (iol). The iol is advanced into mid nozzle and is damaged. Plunger override was observed. The root cause may be related to failure to follow the instruction for use (IFU). Inadequate viscoelastic was observed in the device. The IFU instructs: fill the device until ovd can be observed flowing to the nozzle tip. This will require approximately 0.28 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device allowing the plunger to override the lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, injector did not inject the lens. There are four medical device reports associated with this report. This is 4 of 4. Additional information was received, the implant and diopter implanted in the patient are identical to those presenting the defect.